Manufacturer narrative:
Film evaluation summary: the fractured endoanchors event was confirmed on the still image provided; however, the exact cause of the event could not be determined. Procedural angiograms capturing the fractures were not provided for a more complete analysis of the event. It is unknown if the endoanchors were overlapped with each other during implantation but it is possible that this may have been a factor in the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Heli-fx endoanchors were implanted to secure an endurant stent graft during the endovascular treatment of an abdominal aortic aneurysm. No vessel calcification or tortuosity was noted. It was reported during the index procedure when implanting the endoanchors the guide hg-16-62-28 (011587346) was used. The first endoanchor was implanted successfully. When implanting the second endoanchor the first stage was completed as normal but during the second stage the endoanchor seemed in place but due to the fact the applier torque was too strong the endoanchor broke. When reloading for the 3rd endoanchor, the endoanchor would not go into the applier and it was found that the back of the 2nd endoanchor was still in the applier with the rest partially in the patient. At this stage a second applier was opened and the third and fourth endoanchors were implanted. When implanting the fifth endoanchor the 1st stage went ok however during the second stage, the endoanchor seemed in place in the patient but it was found that the back of the 5th endoanchor was still stuck in the applier and the rest partially in the patient. No further endoanchors were implanted as the applier could not be continued to be used and there were no further appliers available to use. On review of imaging post theprocedure, 2 endoanchors were noted to be shorter than the others with the back-end of the endoanchors in the applier outside the patient. No other adverse findings were noted on the angiogram and the procedure came to an end. The patient was reported as doing well. Per the physician the cause of the broken endoanchors is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: sa-85, serial/lot #: (B)(4), medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed that the shorted endoanchors are secure in the vessel wall. Product analysis conclusion; one (1) image received from the account captures fractured sections of endoanchors loaded in the applier housing. The reported fracture was confirmed through image review. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.